Event description:
Litigation papers allege patient began suffering pain and grinding. It is also alleged his hip pain continued to worsen considerably and significantly impair his ability to drive, walk, and even sleep. It is further alleged this required patient to undergo hip revision surgery, which resulted in pain and suffering, lost income and other economic and personal damages.

Manufacturer narrative:
Update: (B)(6) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.